Event description:
It was reported that the 9600 system experiences intermittent iris errors and pixel drop out (video disruption). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Cleaned the collimator, reseated image processor (ip) circuit boards and adjusted monitors for contrast. The system was tested and found to be working as intended and placed back into service.